Manufacturer narrative:
Device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy, the marker deployed successfully, but the plastic applier tube has been cut and deployed into the breast biopsy site.